Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Based on the reported information, distal emboli occurred during the procedure. However, the right pericallosal artery perforation was related to the index stroke procedure and not the solitaire device. The solitaire was used more proximally in the mca prior to the attempt to remove the clot in the right pericallosal artery. The perforation was reported to be caused by a competitor microcatheter. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the stroke procedure, a small perforation and contract extravasation was detected after a microcatheter (competitor device) was navigated into the right pericallosal artery. This occurred when attempting to extract a clot that had moved into the distal pericallosal artery. A platinum detachable coil was used to stop the bleeding. The procedure completed without further incidence. Post intervention there was note of subarachnoid hemorrhage that required surgical intervention. The right internal carotid artery (ica) was found to be complete occluded at the level of the supraclinoid segment before the bifurcation. The large thrombus was located in the clinoid segment extending into the right m1. There was no filling of the right m1 and right a1. An intermediate guide catheter and a velocity microcatheter were navigated into the clot in the right ica and right m1 and in proximal m2 segment. A 6x30 solitaire was delivered. Cat intermediate catheter was then placed in the right m1 segment. In combination the device was retrieved under aspiration. There was report of clot extraction. The angio revealed flow into the right ica and partially into the mca territory. A residual clot small clot was seen in the frontal division of the right mca and new clot in the distal right pericallosal artery. A competitor device was used and the clot was completely retrieved from the frontal division of the right mca. After that, a microcatheter was navigated into the distal pericallosal artery in order to extract the clot in the distal pericallosal artery. However, during the injection of contrast through the microcatheter, a small perforation and extravasation of contrast was detected. A platinum detachable coil was used to stop the bleeding. Post treatment, there was complete restoration of flow into the right internal carotid and partial into the right m1 segment with small occlusion distal mca branches. There was no active contrast extravasation from the right callosal artery. There was contrast in the interhemispheric fissure without the presence of intraparenchymal hematoma. Ancillary devices: penumbra 5f select, velocity delivery catheter, neuro max, max aspiration tubing, axium (2mmx4cm / 3mmx8cm), mirage 0.008, trevo xp. Baseline nihss was 15. At 7 days post intervention the nihss was 29 and mrs was 5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.